Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which warranted hospitalization, ip antibiotic therapy, and the transition to hd for rrt due to personal preference. Causality was attributed to the patient¿s new kitten biting the liberty cycler set tubing. Pasteurella bacteria are known inhabitants of the upper respiratory tract in canines/felines and can be transmitted to humans through direct and indirect contact. Per the pdrn, the serious adverse events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused and/or contributed to the serious adverse events. Additionally, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Event description:
It was reported that this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis, and no longer performs pd. No additional information was provided during the intake process. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2024 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intravenous (IV) cefepime 500 mg daily and unasyn 1500 mg daily for 21 days. On 16/dec/2024, during a family meeting with the nephrologist, the patient requested to transition to hemodialysis (hd) due to personal preference (patient uncomfortable performing alone in the home). As a result, the patient¿s pd catheter (not a fresenius product) was surgically removed on (B)(6) 2024, and a tunneled hd catheter (not a fresenius product) was placed. The patient permanently transitioned to hd for rrt on (B)(6)2024. The patient¿s peritoneal effluent culture result returned positive for pasteurella multocida on (B)(6)2024, and the patient¿s antibiotics were continued. The patient tolerated the transition to hd without reported issues and was discharged on (B)(6) 2024 in stable condition. The pdrn attributed causality to the patient¿s new kitten chewing on the liberty select cycler tubing. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo hd on an outpatient basis without any known issues and is recovering from the serious adverse events.

Event description:
It was reported that this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis, and no longer performs pd. No additional information was provided during the intake process. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2024 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intravenous (IV) cefepime 500 mg daily and unasyn 1500 mg daily for 21 days. On (B)(6) 2024, during a family meeting with the nephrologist, the patient requested to transition to hemodialysis (hd) due to personal preference (patient uncomfortable performing alone in the home). As a result, the patient¿s pd catheter (not a fresenius product) was surgically removed on 17/dec/2024, and a tunneled hd catheter (not a fresenius product) was placed. The patient permanently transitioned to hd for rrt on (B)(6) 2024. The patient¿s peritoneal effluent culture result returned positive for pasteurella multocida on (B)(6) 2024, and the patient¿s antibiotics were continued. The patient tolerated the transition to hd without reported issues and was discharged on (B)(6) 2024 in stable condition. The pdrn attributed causality to the patient¿s new kitten chewing on the liberty select cycler tubing. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo hd on an outpatient basis without any known issues and is recovering from the serious adverse events.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. There is no allegation of cassette malfunction based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed unconfirmed.